Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the speaker not working from the mx40. No adverse event involving patient or user was reported.